Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. Three views of the bilateral knees demonstrate a right medial compartment hemi arthroplasty. Radiolucency is seen along the tibial component cement hardware interface. Patellar osteophytosis. Spurring of the tibial spines. Nonspecific punctate hyperdensity in a linear orientation along the posterior soft tissues at the level of the knee, of uncertain etiology. Right medial compartment hemiarthroplasty with possible loosening of the tibial component. With the available information, a definitive root cause cannot be determined. However, as reported, patient fall on his knees at work, which might explain the prothesis loosening. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated products: partial tibial cemented size j right medial; item# 42538000902; lot# 64180304. Partial articular surface right medial size j 8 mm thickness; item# 42528200908; lot# 64222215. Partial femur cemented size 4 right medial; item# 42558000402; lot# 64096808. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately four years post initial implantation, the patient underwent a right knee arthroplasty revision to address pain and tibial loosening after a fall. Due diligence is in progress for this complaint; to date no additional information or product has been received.